Manufacturer narrative:
Clinical review: the patient did not encounter any issues with the liberty select cycler or pd therapy prior to the onset of breathing complications. The patient¿s hospitalization was unrelated to use of any fresenius device(s) or product(s) and/or their dialysis therapy. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(6) 2022 the caregiver for this female peritoneal dialysis (pd) patient contacted fresenius technical support to request assistance with disconnecting the patient from treatment on the liberty select cycler. The patient was having breathing complications in dwell 3 of 5 and needed to go to the emergency room (ER). Tech support canceled the treatment per request. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in treatment on (B)(6) 2022 when she experienced shortness of breath and a cough for two days. The patient discontinued treatment and went to the ER. The patient was evaluated and after labs were drawn and having chest x-rays, an EKG, and a heparin drip (dose unknown), the patient was found to have elevated troponin levels (values not provided). The patient was admitted to the hospital with a diagnosis of non-st elevation myocardial infarction (n-stemi). The patient was discharged on (B)(6) 2022. The patient did not encounter any issues with the liberty select cycler or pd therapy prior to the onset of breathing complications.

Event description:
On 24/apr/2022 the caregiver for this female peritoneal dialysis (pd) patient contacted fresenius technical support to request assistance with disconnecting the patient from treatment on the liberty select cycler. The patient was having breathing complications in dwell 3 of 5 and needed to go to the emergency room (ER). Tech support canceled the treatment per request. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in treatment on (B)(6) 2022 when she experienced shortness of breath and a cough for two days. The patient discontinued treatment and went to the ER. The patient was evaluated and after labs were drawn and having chest x-rays, an EKG, and a heparin drip (dose unknown), the patient was found to have elevated troponin levels (values not provided). The patient was admitted to the hospital with a diagnosis of non-st elevation myocardial infarction (n-stemi). The patient was discharged on (B)(6) 2022. The patient did not encounter any issues with the liberty select cycler or pd therapy prior to the onset of breathing complications.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.